Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that during pump refill and update on (B)(6) 2014, the physician programmer showed an erroneous low and empty reservoir alarm. Following the update the healthcare provider (hcp) saw the low reservoir alarm occurred and then the empty reservoir alarm occurred. Printouts showed 20ml for reservoir volume, 0.0ml dispensed since last update, and the alarm date was (B)(6) 2014. The hcp accessed the pump to do the physical part of the refill after this and stated that the pump was not empty. When the pump was interrogated the programmer showed an expected residual volume (erv) of 3.2ml and the hcp aspirated 2.5ml. During the physical part of the refill the hcp heard the pump critical alarm. The hcp interrogated the pump again before the patient left and ¿it looked fine.¿ it was noted that the programmer contained the appropriate software card. After the incident the hcp changed the batteries in the programmer. The hcp went to see other patients for refills and there were no issues. There were no patient symptoms reported. The device system delivered baclofen.

Event description:
Additional follow-up with the healthcare provider indicated that the cause of the event (alarm) was unknown and that patient had not missed a refill. The pump was emptied and the expected and actual reservoir volumes were almost identical as reported previously. Patient was presently well, receiving effective therapy.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer, physician; product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID: 8840, serial# unknown, product type: programmer, physician; product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.